Event description:
Liner "imploded" during surgery. The account has the habit of reusing the liners after having rinsed them with javel water. The customer knows this is meant to be a single use item. They insist they have always reused the liners and just recently have they had a problem with the liners "imploding" while being used.